Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Later healthcare professional reported "with capsular fibrosis: 2-3". This record is for the left side. Device was explanted and replaced with a non-abbvie brand and it will be return.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the unknown side. The device status is unknown.